Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (os5613) fractured. The lower portion of the implant remains implanted in the bone.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite implant was returned for inspection attached to a restoration. The remaining implant is confirmed to be fractured at the middle threads. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunctions were confirmed following inspection of the returned device. The reported event could not be recreated due to the already damaged state of the devices and the nature of the alleged event. The complaint is related to the functional performance of the device. Based on the DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event.